Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the watertightness of the curved rubber adhesive was not maintained, wrinkles were observed in the insertion part, liquid leakage may have been observed in the light guide (lg) bundle, the insertion part serpentine was crushed, the coat of the lg serpentine was peeled, there were scratches on the operation part, corrosion due to water leakage was observed in the operation part, the curved rubber adhesive was missing, there were scratches on the switch box, leakage was found on the universal cord, there were scratches on the universal cord, there were scratches on the grip, the angle lever may have been scratched, there were scratches on the video cable, the video connector may have been scratched, the lg connector may have been scratched and the video connector case may have been scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, air leak was noted with the visera tracheal intubation videoscope. Upon inspection of the customer¿s returned device, it was observed the coat of the light guide (lg) serpentine tube was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeling could not be determined. It is possible that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter.

Event description:
Additional information was received indicating, the reported issue was observed following a procedure (for a respiratory tract confirmation), during cleaning leak test. It was also noted that the procedure was completed with the same device.